Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: DHR review for part #314.743, synthes lot #h065467, release to warehouse date: 14-sep-2016, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery the reamer/irrigator/aspirator (ria) drive shaft sheared off in the patient during usage whilst attached to the ria reamer head. The surgery was prolonged about 40 minutes. No information available about patient condition and outcome. This complaint involves 1 part. Concomitant reported part: 1x ria reamer head (part and lot unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Updated information. Device is unable to be located at this time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 20. June 17 - additional information received on 16. June 17: patient is a middle age male, polytrauma injuries, had hard cortical bone. The drive shaft that mates with the ria reamer head is the part that sheared off. There was no patient harm and all broken off parts were retrieved. The procedure was successfully completed. Following long discussion with the surgeon he confirmed that the issue may have been due to poor technique, specifically not having sufficient irrigation flow, and also choosing a reamer head that was too large for the isthmus. He stated that because the ria was not advancing he kept pushing harder and that may have caused the head to get jammed, thus potentially increasing torque. The nurse also reported that when they choose the next size down it worked fine. Comment 20. June 17 uej: there was a serious fire in the hospital, so they still have to locate the broken items. As of this date, they could not locate it.